Manufacturer narrative:
During evaluation of the device, it was found that the fuses were bad on the hemo monitor pc that resulted in the customer's reported problem. Upon replacing the fuses, the customer reported that the hemo system functioned correctly. Device labeling, hemo user manual, addresses the potential for such an occurrence in the general equipment care section with statements such as, "inspect overall physical condition of the system components, peripherals, and interconnecting cables. Perform any corrective actions required." In addition, in the troubleshooting section under pdm led behavior it states, "if low voltage is detected, the pdm goes to battery power and an audible alarm sounds." Based on the available information, there is no indication that the problem occurred from device defect and/or malfunction but rather from a human factors issue. For this reason, conclusions code was used.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2016, a customer reported to merge healthcare that problems were experienced with the pdm (patient data module) during an emergent case that resulted in an approximate 10 minute delay. The medical staff had no monitoring capabilities so the patient was moved to another onsite lab. With merge hemo not capturing physiological data, there is a potential for incorrect treatment that results in harm to the patient. The customer reported that the procedure was completed successfully once the patient was moved to another onsite lab. Reference complaint number (B)(4).